Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous sodium (na) and chloride (cl) results for one (1) pt sample on their synchron lx20 pro chemistry analyzer. The erroneous pt sample results were not reported outside of the laboratory. There was no impact to pt treatment associated with this event. The customer also reported obtaining negative anion gaps on the analyzer. Quality control results were recovering within the laboratory's established ranges prior to the event. The customer assayed the pt sample on their other synchron lx20 pro chemistry analyzer. The results were interpreted to be correct and were reported outside of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced several hardware components on the analyzer including the na measuring electrode, the carbon bridge, and the modular chemistries sample probe. The fse verified all repairs per established procedures. A definitive root cause for this event has not been determined. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following MDR that has been reported. MDR 2050012-2011-08242. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.